Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 06/22/2021.

Manufacturer narrative:
One actual sample was received for evaluation without a cap on the dark blue connector and the white twist clamp in the closed position. A visual inspection with the naked eye and magnification noted the female connector was returned separated from the light blue main body. The insert chip was not returned with the sample to verify if solvent was present; however, there was evidence present on the female connector indicating the insert chip was present during assembly. There was evidence of solvent inside the barrel of the light blue main body. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. The separation of the female connector from the main body was verified. The cause of the separation was due to inadequate solvent application during manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark blue component) and the main body (light blue component) of the twist clamp on a minicap extended life pd transfer set; further described as ¿dark blue component unscrewing from the light blue component¿. This was identified while disconnecting from automated peritoneal dialysis (pd) therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.